Event description:
It was reported the lead impedance decreased over a three day period, from 1312 ohms to 600 ohms. A marked increase in capture threshold was also reported. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B) (4) lead model is included in a field advisory. Evaluation summary: (B) (4) proximal conductor fractured; full lead returned and analyzed.